Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain ") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, vulvovaginal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the tubes had been removed but they could not find the coils") and pelvic pain ("pelvic pain") in a 21-year-old female patient who had essure (batch no. C78457-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test.". The patient's past medical history included toxoplasmosis. Previously administered products included for an unreported indication: antibiotics. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera), obetrol (adderall) and phentermine (adipex). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/heavy menstrual bleeding lasting 7 days"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful intercourse),"), weight increased ("weight gain") and benign neoplasm ("tumor / teratoma / cancer type: benign"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and pain in extremity ("leg pain"). The patient was treated with topiramate (topamax), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, abdominal pain, vulvovaginal pain and menorrhagia outcome was unknown and the vaginal haemorrhage, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, benign neoplasm and pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain lower, benign neoplasm, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Most recent follow-up information incorporated above includes: on 25-sep-2018: update of information (batch is not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the tubes had been removed but they could not find the coils") and pelvic pain ("pelvic pain") in a 21-year-old female patient who had essure (batch no. C78457) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test." The patient's past medical history included toxoplasmosis. Previously administered products included for an unreported indication: antibiotics. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera), obetrol (adderall) and phentermine (adipex). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/heavu menstrual bleeding lasting 7 days"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful intercourse),"), weight increased ("weight gain") and benign neoplasm ("tumor / teratoma / cancer type: benign"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and pain in extremity ("leg pain"). The patient was treated with topiramate (topamax), surgery (hysterectomy with bilateral salpingectomy).essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, abdominal pain, vulvovaginal pain and menorrhagia outcome was unknown and the vaginal haemorrhage, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, benign neoplasm and pain in extremity was resolving. The reporter considered abdominal pain, abdominal pain lower, benign neoplasm, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pain in extremity, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event apareunia (inability to have sexual intercourse), migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful intercourse), weight gain, tumor / teratoma / cancer type: benign, device monitoring procedure not performed were added. Event heavy abnormal bleeding updated to abnormal bleeding(vaginal), abnormal bleeding(menorrhagia). New reporter, patient information, lot number, historical and concomitant condition, treatment, historical and concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.